Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after charging the pump, an unexpected reset occurred. Customer's blood glucose was 220 mg/dl. Reportedly, battery was charged and no further troubleshooting was required.